Manufacturer narrative:
A2: age & date of birth: animal patient. A3: patient sex: animal patient. A4: weight: animal patient. A5: ethnicity: animal patient. A6: race: animal patient. D4: UDI: not applicable. D4: lot number: 220407sf & 220606sf. D4: expiration date: 2027 mar 31 & 2027 may 31. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: practice manager. H4: device manufacture date: 2022 apr 07 & 2022 jun 06. The actual sample was not available for evaluation. Instead, a reference photo from the tmc showed an opened IV catheter wherein the needle punctured through the catheter tube. A hole and traces of flashback were also observed on the sample. The retention samples were visually inspected and confirmed free from holes in the catheter tube. The catheter tube is made up of radiopaque ethylene tetrafluoroethylene (etfe) and undergo incoming inspection which includes visual inspection and verification of certificate of analysis according to the material specification. We received a total of eight (8) complaints from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. The retention samples were subjected to insertion into a dummy arm. The IV catheter was inserted into the vein. The needle assembly was separated from the catheter assembly. As a result, the needle assembly was separated without difficulty or resistance and the catheter assembly remained inside the dummy arm. No kinking/bent on the catheter tube was observed after the insertion that may result in hole. The root cause of the complaint could not be identified to be related to our product or process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. A photo of the catheter tube showed a hole and the needle punctured through the catheter tube. The tube could have been punctured by a needle which is only likely to happen if the needle is reinserted into the tube during catheter placement. We also have 2 stages of visual inspection which cover the overall condition of the product. Defects that might cause holes in the catheter tube are detected during these processes. Therefore, we advise following the instructions for use (IFU) for the proper usage of the IV catheter which indicated warnings, if re-penetration is inevitable the catheter may be stripped off or the catheter may get damaged. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reporter that the doctor or tech felt like the involved catheter was bending along the stylet while it was being threaded into the vein. There was a hole in the side, and the tip was bent. The catheter was flowing until it was threaded it into the vein. The patients were animals. Type of animals were cats and dogs.